Manufacturer narrative:
The device was evaluated by ventec where the reported issues of a constant high pressure alarm and erratic breathing rate was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device had a constant high pressure alarm and an erratic breathing rate. There was no patient involvement associated with the reported event.